Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On (B)(6)2023, the patient experienced inaccurate cgm values 3 days after the sensor was inserted in an unspecified location. At 01:45 am while the patient was asleep, the patient¿s dexcom started beeping and her husband woke up because of the alarm. The dexcom app and tandem pump were reading 40 mg/dl. There were no bg readings taken for confirmation and the patient¿s pump kept providing her insulin. Around 4:00 am, the patient¿s husband noticed that the patient was unconscious, and the patient did not remember any feeling or symptoms before or during the incident. The patient¿s husband called an ambulance, and they took the patient to the hospital. There they took a bg reading which was 12 mg/dl. The patient was treated at the hospital with ¿dextrose gun¿ (injection) and was under observation for 24 hours. The patient regained consciousness the following day and was discharged the following day. At the time of the report the patient was feeling good. Data was evaluated and the allegation was undetermined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.